Manufacturer narrative:
The device was returned for evaluation where the used blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specifications for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specifications. However, it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip during forming and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding. No further investigation is required. (B)(4).

Event description:
It was reported that while using a 5.5 mm incisor disposable blade during a shoulder arthroscopy, the pins which are placed on both sides of the cutter tip are rubbing the insider blade which limits movement of the blade.